Event description:
A physician reported that during an intraocular lens (iol) implant procedure, streak-like foreign material found on back surface of optic and completed by removing the foreign material with the forceps. The iol was replaced with another lens during the initial procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A video was provided. The cataract removal was shown and completed at 5:44 minutes. The cartridge preparation was not shown. The monarch iii (d) cartridge was brought into view at 12:34 minutes. There appeared to be ovd past the loading area. A yellow lens model is brought into view held by loading forceps. The lens is loaded. The lens is rapidly pushed to the depth of the forceps in the cartridge. The cartridge is removed from view. The cartridge tip was inserted into the incision and the lens was advanced into the eye. As the lens unfolds it was observed to be a multifocal optic. A linear material was observed on the right side of the posterior optic surface. The lens was rotated into position. The material was removed with the I/a tip. The lens remains implanted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used cartridge was not returned for evaluation. A video was provided. The cartridge preparation was not shown. The cartridge was brought into view at 12:34 minutes. There appeared to be ophthalmic viscoelastic devices (ovd) past the loading area. The lens was loaded. The lens was rapidly pushed to the depth of the forceps in the cartridge. The cartridge lens was delivered. As the lens unfolds it was observed to be a multifocal optic. A linear material was observed on the right side of the posterior optic surface. The lens was rotated into position. The material was removed with the iirrigation/aspiration tip. The lens remained implanted. One opened 10-count carton was returned with six unopened cartridges for lot. One opened cartridge was also returned in a small plastic cup. The opened cartridge was microscopically examined with no damage observed. The cartridge has no evidence of use. No viscoelastic is observed. There is no evidence of handpiece placement. No particulate was observed inside the cartridge. Top coat dye stain testing was conducted with acceptable results. The cartridge was functionally tested per the directions for use (dfu). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Qualified associated products were indicated. The root cause for the reported complaint could not be determined. The used cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. The returned opened sample was evaluated and no sign of use was found. One of the unopened cartridges returned for the reported lot was evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material was observed after the functional testing. There has been five other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).